Manufacturer narrative:
H6 evaluation conclusion code updated from 'no problem detected' to 'unintended user error caused or contributed to event'.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38mm synergy? Xd drug-eluting stent was selected for use. However, during preparation, the stent was observed to be detached from the shaft and was unable to be deployed. The procedure was completed with another synergy des. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38mm synergy? Xd drug-eluting stent was selected for use. However, during preparation, the stent was observed to be detached from the shaft and was unable to be deployed. The procedure was completed with another synergy des. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38mm synergy? Xd drug-eluting stent was selected for use. However, during preparation, the stent was observed to be detached from the shaft and was unable to be deployed. The procedure was completed with another synergy des. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter first and last name: additional information correcting the physician name.